Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator (epg) was not capturing or sensing correctly. Hanger assembly was broken. Lower case was broken. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)was not capturing or sensing correctly. The epg was returned to service. There was no patient involvement.